Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a user experienced recurrent nocturnal hypoglycemia while using an ilet insulin pump, with multiple overnight low glucose events despite educator support, and subsequently sought to return the device through their distributor. Symptoms included hypoglycemia with repeated nighttime low blood glucose episodes. Outcomes included user dissatisfaction and discontinuation intent, without reports of hospitalization, emergency treatment, or injury. Customer care provided support that included complaint intake and review of user-reported performance concerns. Investigation of this case revealed no device malfunction reports, alarms, or alerts, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.